Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart alarm. Customer¿s blood glucose level was unknown. The customer also reported that they were able to clear the alarm and able to complete insulin pump rewind. They also stated that the alarm occurred shortly after inserting a new battery. Insulin pump will not be returned for analysis.